Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported one (1) outflow graft that was leaking beneath the strain relief at the pump. The reported failure was confirmed via visual evidence provided by the end user facility. The most probable root cause cannot be conclusively determined as multiple factors may have contributed to the reported event including but not limited to inadequate instruction for use, outflow graft installation technique, and/or design issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and training material provide clear instructions on the correct outflow graft placement to avoid kinking or rupture. Moreover, the IFU provides instruction to further educate the user about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct the both the user and medical personnel on how to detect and react to a suspected thrombus formation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the outflow graft was leaking beneath the strain relief near the pump. A tear in the outflow graft was visible once the strain relief was removed. The outflow graft was removed from the pump, the damaged portion was cut away, and the same outflow graft was reattached to the pump. No additional leaking was observed from the outflow graft. The outflow graft was not returned to the manufacturer for analysis as it remained implanted in the patient. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This report, 3007042319-2016-00234, follow-up #001, is being re-submitted to allow for proper emdr submission of 3007042319-2016-002 34 follow-up #002. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. If information is provided in the future, a supplemental report will be issued.